Manufacturer narrative:
Device evaluation: 1 x clso -10-7 of lot number c1937193 involved in this complaint was returned for evaluation, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 15/dec/2022. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device the device was noted to have the stent and straightener returned. Rupture/ damage noted on non-tapered end of stent. Document review: prior to distribution all clso -10-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for clso-10-7 for lot number c1937193 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1937193. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to user technique of advancing the stent down the endoscopes working channel or elevator causing the stent to rupture as it entered the common bile duct. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to completion of the investigation on 23-feb-2023.

Manufacturer narrative:
Supplemental report will be submitted on completion of the investigation.

Event description:
End user claimed that the distal part of the stent ruptured when he wanted to deploy the stent in the common bile duct. The case was resumed by using another clso-10-7 (of the same lot) and the case was successful. No adverse effect on patient.

Event description:
Additional information received on 11-jan-2023 as follows: oes the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device replacement, device removal, observation prior to patient contact 1. What was the target location for the stent? Common bile duct 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Under ac condition, in designated storage containers 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* end user not sure as this happened last year, but commonly it is a 0.035 inch wire guide 4. Was the wire guide lubricated prior to use? Yes 5. Was the wire guide inspected for damage prior to use?* yes 6. Was the device at the centre of the complaint inspected for damage prior to use? Yes 7. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a 8. If yes please indicate the type of procedure performed. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 10. If not with the device in question, how was the procedure finished?* 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 14. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No if yes, please detail any other defects observed for complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? N/a 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 4. Please indicate the location in the body where the stent device was to be placed. Biliary duct 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location?* no 7. Was resistance encountered when advancing the introduction system in place to the target location?* n/a 8. How did the physician deal with this resistance? 9. How did the physician determine the length of the stent to be used for the procedure? Using fluoroscopy 10. Where was the stricture located in the duct? Mid common bile duct 11. Was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. N/a 12. Was resistance encountered when advancing the stent through the obstructed area?* n/a 13. After placement, was stent position verified? Yes 14. If yes, please describe how. Endoscopic & fluoroscopy imaging 15. Please estimate the amount of time the stent was in place prior to this occurrence. N/a 16. Did any section of the device detach inside the endoscope or patient? No 17. If yes, please specify what section of the device broke off: 18. Please indicate whether the device broke in the endoscope or in the patient? N/a, endoscope, patient 19. Was the broken device retrieved? N/a 20. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): n/a 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No 22. If yes, please indicate what modifications were made: 23. Please indicate why the modifications were necessary. 24. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25. Did the patient require any additional procedures as a result of this event? No 26. What intervention (if any) was required? 27. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 28. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no 29. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted to due completion of the lab evaluation on (B)(6) 2022.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.